Manufacturer narrative:
Results: (inherent risk of procedure) ¿perforation <(>&<)> death; (no results available since no evaluation performed); device or procedural images not provided for review;(lesion morphology) lad vessel was severely calcified and excessively tortuous. Conclusions: (inherent risk of procedure) ¿perforation <(>&<)> death; unable to confirm complaint); device or procedural images not provided for review; (lesion morphology); lad vessel was severely calcified and excessively tortuous. (B)(4).

Event description:
Three resolute integrity drug eluting stents were implanted in the lad. The vessel is reported as being severely calcified, had excessive tortuosity and there was 95% stenosis in the proximal lesion and 85% stenosis in the mid lesion. Pre-dilatations were completed with a medtronic 3.0x20 mm balloon which was inflated once to 10 atms. Post dilatations were completed a medtronic 3.0x20 mm balloon which was inflated 3 times, each time to 10 atms. It is reported that perforation occurred at two of the sites. Covered stents were placed to treat the perforation but the distal perforation could not be reached and the patient developed no reflow and died. Stents remain in the patient.

Event description:
Cine image review: procedural images were provided for review. The images confirm the occurrence of vessel perforation at two sites in the vessel after stent deployment. The initial pre-dilatation balloons inflation profile was impacted by the high degree of calcification in the vessel. The vessel showed evidence of vessel dissection after deployment of the proximal stent. A further stent was deployed distal to the proximal stent to cover the dissection and also to treat the area between the proximal and distal stents. Deployment of the last of the non-covered stents resulted in vessel perforation at two sites. A balloon was initially used to treat the perforation. Distal vessel perforation remained. Delivery of short covered stent was attempted to the distal perforation site, however this stent was withdrawn without deployment. It was then re-positioned in the proximal stent and was deployed. This succeeded in stemming the proximal perforation but the distal perforation remained. Images confirm that difficulties were experienced with delivery of a covered stent to the distal perforation site. No manufacturing or device related root cause has been identified for this event.

Manufacturer narrative:
Evaluation results: (related to operational context) - root cause of the vessel perforation appears to be have been procedural related. Evaluation conclusions: (operational context caused or contributed to the event) - root cause of the vessel perforation appears to be have been procedural related.